Event description:
The user facility reported that a pt reaction occurred within 5-minutes of initiation of dialysis treatment. The pt reportedly experienced severe chest, leg and back pain. Dialysis treatment was discontinued and the blood in the circuit was not returned to the pt, resulting in a loss of approx 300-cc. The dialyzer was discarded by the user facility. The pt did not require any medical treatment and all symptoms completely resolved within 15 to 30 minutes after the dialysis treatment was discontinued. The pt was successfully dialyzed with a different dialyzer on the following day and is currently reported to be ok. The user facility confirmed that the pt has a history of sensitivity reactions while using other dialyzers. This was the first time the pt had used this type of dialyzer.